Event description:
It was reported to boston scientific corporation on march 12, 2008, that a extractor xl triple lumen retrieval balloon was used in a procedure in 2008 (patient age, gender and weight are unknown). According to the complainant, during retrival of stones, the balloon ruptured. There was no resistance felt when the device was inserted into the scope channel, pass the scope tip, and to the biliary. The procedure was completed with another extractor xl triple lumen retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported as "fine".

Manufacturer narrative:
The complaint sample was returned for evaluation and and the complaint was confirmed. Both proximal and distal bonds were examined and found to be continuous and meeting the minimum required bond length specification. The catheter shaft was inspected for cosmetic defects, and none were found. The balloon was found to be ruptured near the distal bond. There were no defects found that could potentially caused the balloon burst. The most probable root cause of this complaint is operational context as the complaint may be due to contact between the balloon and a sharp exterior source. The balloon burst during the procedure. This was most likely caused by contact with a sharp exterior source such as contact with a sharp irregular stone or during insertion through the scope. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.